Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking during use. The patient had a backup device and was able to successfully continue their infusion. The infusion was life sustaining and there was no patient injury.

Manufacturer narrative:
One cadd extension set was returned for analysis. The sample was visually inspected at a distance of 12" under normal conditions of illumination. The sample returned was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. No leaks were detected. A review of the manufacturing process for a review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. All bonding operations were reviewed to ensure that no their missing solvent in the bonding joints; no anomalies were found. Solvent dispensers were reviewed to ensure that solvent level is enough; no discrepancies were found. Pull testing were reviewed in order to detect any value without specification; no discrepancies were found. Packaging operation in ulma optima machine was reviewed to ensure that no trapped tubes that could cause that the tubes detached; no discrepancies were found. Thirty two (32) samples were taken from production floor in order to detect any missing solvent on tube that could affect the product functionality. No discrepancies were found. Production personnel inspects 100% to ensure that the parts are free of damaged including scratches) or distorted/warped. Production personnel performs the leak test according procedure and takes 4 parts at shift start up, beginning of every job, a lot change involving bonded components or solvent. In addition the part number must also be leak tested approximately every 3 hours. Quality personnel inspects 15 units every two (2) hours, prior to placing product in bag to ensure that the parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. No cause of issue has to be determined since the complaint was not confirmed. Device history review: part number = 21-7106-24 lot number = 3886078 manufacturing date = september 2019 qty = (B)(4) any relevant idr, dmr, da etc = none.